Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4).. Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. Test strip (B)(4). Note: manufacturer contacted customer on 5/24/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's daughter stated his condition had improved and he did not currently have any diabetic symptoms. The customer had contacted the doctor due to the symptoms and doctor had ordered insulin; customer is taking the insulin. The customer was able to obtain a result of 119 mg/dl using the truemetrix meter.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. Customer stated he just got the meter. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer was not feeling well and reported feeling weak. The customer requested representative call back in fifteen minutes. At call back on (B)(6) 2017, the customer stated that he had called the doctor because of the symptoms he was having; doctor gave a prescription for fast action insulin. Customer stated he was able to obtain a blood result with the truemetrix meter of 445 mg/dl fasting. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 08/23/2017 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.